Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard their device alarm every four hours. When the device was interrogated, it was found that the right ventricular (rv) lead exhibited undefined high rv defib coil impedance. The rv coil was taken out of the header, cleaned, and put back in. The rv lead remains in use. No patient complications have been reported as a result of this event.